Event description:
The patient was revised because of pain.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. The investigation was limited to review of the information provided, as the lot number required to review the device history records was not provided. Provided information marked on the device experience report is marked that the product is not suspected of failing to meet specifications or contributing to the reported event. The investigation could not draw any conclusions about the reported pain. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.